Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose was 200 mg/dl at the time of the incident. Button not working and act works sometimes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test. Pump received with cracked reservoir tube lip, the test infusion set and reservoir does lock into place. No unexpected broken pieces found on reservoir tube lip noted.